Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is a previous complaint for the same issue same end customer closed as not justified. Manufactured and mainly distributed in the market (B)(4) units of this code batch. There are (B)(4) units in stock in the warehouse. Received an open sample with six unused threads inside the pack. Tested the diameter of the six threads and the results are 0.340 mm in average and fulfills the OEM requirements. The average result of the diameter is in the high range of the ep requirements for usp size 2/0. Therefore this is considered not justified. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: taiwan. Surgeon can not distinguish thickness between 2/0 and 1/0 silkam . Surgeon need 2/0 silkam but the suture is too thick and feel like 1/0 silkam .